Event description:
It was reported that prior to the delivery catheter being opened, the left pa was perforated by boston scientific v18 guidewire. Upon perforation of the left pa, patient began experiencing acute hemoptysis. Case was briefly paused then resumed 10-15 minutes later once hemoptysis resolved bleeding. Physician completed implant using the same v18 wire; sensor was deployed within the left pa and calibrated without issue. Patient remained stable throughout the remainder of the case. Patient was observed in recovery for a few extra hours, prior to being discharged to home later that evening. No items being returned for investigation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).